Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account communicated that the alarms were due to the patient¿s right heart failure. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and patient handbook, rev. C, are currently available. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. The IFU also addresses pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient conditions can result in low flow. Following software updates, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The patient handbook and IFU outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the right heart failure existed prior to left ventricular assist device (lvad) implant. No device related issue caused or contributed to the right heart failure. The patient had edema. Improvement was seen with catecholamines and diuretics. The patient remained on ongoing observation. The low flow resolved with software upgrade.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that due to right heart failure, the flow rate had fallen below 2.5 liter per minute (lpm), resulting in frequent low flow alarm occurrences. Consequently, the patient's quality of life had deteriorated, and software upgrade was requested.